Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy procedure, while dividing the bowel, the stapler reload was passed back and no staples deployed, but the knife blade was able to advance multiple times therefore it cut the bowel without ligating. They used another device in order to complete the case. There was no patient injury.